Event description:
The device was being used to treat a pt. Reportedly, the device would not deliver a defibrillation countershock. A back up device was obtained and treatment was continued. The rptr stated that the device had been checked prior to the event and was operating properly at that time. The pt's outcome and details were not reported.